Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in august 2024. H11: fifteen (15) unopened devices were received for evaluation. Visual inspection was performed on all the samples. The observations primarily consisted of fibers, dark spots, particulate matter, and cosmetic imperfections on the inlet tubing, white connectors, white spike connectors, spike covers, and packaging. The most common findings were embedded dark spots and clear cosmetic imperfections on the exterior surface of the inlet tubing, along with fibers and particulates identified on connector components and within the packaging. All observed particulates and imperfections were reported on external surfaces or non-product-contacting components and were noted as not being in the fluid pathway. Overall, the observations were minor, isolated, and cosmetic in nature, with no particulate matter identified within the product fluid path. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix vented micro-volume inlets had particles. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.